Event description:
Same case as: 2134265-2009-06538. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, complications and a myocardial infarction occurred. A 3.00x20mm and 2.5x8mm taxus express2 drug eluting stents were implanted. Nine days later, the stent "collapsed" and a myocardial infarction occurred. Additional information has been requested but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.